Event description:
A physician reported that an ophthalmic operating console hung. The scheduled procedure was a cataract surgery. Procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative reseated the host connections and the ram (random access memory). The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was opened to address the vitrectomy cutter not working, and the root cause was inconclusive as the product met specifications. The root cause of the reported event is attributed to internal wear/reliability issues of the host connections and the random-access memory (ram). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).